Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. No unexpected failed battery test, or replace battery now alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had failed battery alarm during normal use on insulin pump. The customer¿s blood glucose level was unknown. Customer stated that they received a failed battery test during normal use. Customer cleared alarm and had replace battery now alarm. Customer stated battery compartment and spring were not corroded. The insulin pump will not be returned for analysis